Manufacturer narrative:
Qn#(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed if the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left axillary for mobilization, during bridge to transport the balloon had ruptured. As a result, the iab was removed and a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left axillary for mobilization, during bridge to transport the balloon had ruptured. As a result, the iab was removed and a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.